Event description:
A customer reported a malfunction on a pump, and no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no serious impact. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was informed to continue using the pump but to contact them if the malfunction code recurs.